Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer reports: unit powers up and down by itself.

Manufacturer narrative:
Submit date: 10/31/2016. An investigation of kangaroo epump was performed for the reported condition of; the unit powers up/down by itself. The unit was triaged and the complaint was confirmed. The cause of the reported condition was due to the unit¿s battery; the battery was replaced. The unit was then tested; unit passed all testing. Kangaroo epump was manufactured in 2011. A review of the device history record shows this device was released meeting all manufacturing specifications. Correction: (B)(4).